Manufacturer narrative:
In the current event, there was no involvement of draeger s&s organization - no further information could be obtained. Neither a log file nor information regarding service and/or repair measures were provided. Based on the information as available, it is not possible to identify a root cause of the reported event. Due to lack of information, it can neither be confirmed nor denied that the event was related to a device malfunction, and thus, the event is reported in abundance of caution. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects an internal deviation, corresponding audible and visible alarm messages are generated. A complete shutdown of the device will be accompanied by an acoustical auxiliary alarm to inform the user. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. According to the instructions for use a device check is required prior to each patient use. Finally, it can be concluded that the device detected a deviation of unknown origin and posted an alarm; the issue in general does not incorporate a previously unidentified or falsely assessed risk. All alarms, potential root causes and dedicated remedies are described in the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device ed to ventilate while used on a patient. According to the descriptionfail of event, the device suddenly shut down automatically. After restarting, it continued to shut down automatically. The affected device was immediately replaced, without causing any adverse effects on the patient. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.